Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Patient is doing well and has therapy.

Manufacturer narrative:
A recharge burden was reported to abbott. The ipg was explanted and replaced. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient experienced difficulty recharging the ipg fully, patient needs to use 2 charging system and recharge daily. Hence, surgical intervention may take place at a later date to address the issue.